Manufacturer narrative:
(B)(4). Pump received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test due to blank display.

Event description:
Pump received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test due to blank display.